Event description:
There was an allegation of questionable chol2 cholesterol gen.2 results for 1 patient sample on a cobas pro c 503 analytical unit. On (B)(6) 2022, the initial chol2 result was 442 mg/dl. On (B)(6) 2022, the sample was repeated and the chol2 result was 222 mg/dl. No questionable results were reported outside of the laboratory. The reagent lot number is 640736. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The calibration and qc data provided were acceptable. The alarm trace did not contain a conspicuous event. Precision results were all acceptable except for chol2 suggesting an issue with the cell rinse. The field service engineer (fse) visited the customer site but did not identify a cell rinse issue. The investigation did not identify a product problem. The root cause of the event could not be determined.